Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Evaluation of the photo showing a yellowish edta clump in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Bd was unable to duplicate and confirm customers indicated failure because the yellow clump in the tube is an additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the user identified foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the customer believes that tube is dirty inside.